Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: (01)gtin is not available. Additional information provided: increasing the exposure time of the wound, and increasing the risk of wound infection, which may increase the treatment time. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were there patient consequences? If yes, please specify. How long was the delay? Please specify in minutes. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent treatment due to a finger injury on (B)(6) 2024 and suture was used. While the doctor was treating the trauma, the suture broke while using suture. Causing doctor to delay suturing for patient. Changed another one to complete the surgery. Additional information has been rqueted.